Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula was not returned to fisher & paykel healthcare (f&p) new zealand for evaluation. Our investigation is thus based on our knowledge of the product and the information and photos provided by the hospital. Result: the tubing of the opt844 was found to be pulled apart near the connector. Conclusion: the damage observed was most likely cause by the careperson pulling at the tube. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt844 cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not crush or stretch tube.

Event description:
A hospital in (B)(6) reported via a distributor that the tubing of an opt844 nasal cannula was damaged near the swivel connector. There was no patient involvement.